Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 475 (mg/dl) and moderate ketones. Customer administered multiple correction boluses to treat their bg levels; however, their bg levels remained elevated and later went to the emergency room (ER) for treatment. Reportedly, the customer stated that there may have been a large air gap in the infusion set tubing, however, they stated that they didn't exactly remember. While in the ER, customer was treated with insulin injections. Customer was released a few hours later with a bg level of 250 (mg/dl) and reverted to insulin injections for diabetes management. Troubleshooting with tandem technical support did not reveal any anomaly in pump performance.